Manufacturer narrative:
Correction: date of event corrected. Investigation results: the complaint of leakage was confirmed; however, the root cause could not be determined. One q-syte connector was provided for investigation. A visual observation revealed nothing remarkable; however, a functional test revealed a leak due to a tear in the column wall in the septum. This type of damage may occur during manufacturing or from misalignment with the mating luer tip during use. The product IFU states, "when connecting to or disconnecting from the bd q-syte device always insert or remove the male luer using a 'straight-on/straight-off' approach. Angled insertions/removals may cause poor functioning or damage to the device." Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte closed luer access device leaked. The following information was provided by the initial reporter translated from french to english: "on the infusion set-up: leak at the bd q syte bidirectional valve. Part of the infusion leaked onto the floor and was therefore not administered to the patient. A priori no air bubbles in the infusion line. It happened twice." During use immediate action: check the rest of the assembly and replace the defective part. Defective part. Immediate consequences apparent: intravenous treatment not administered in full no clinical consequences.